Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device serial number/lot number is unknown, no product information has been provided to date.

Event description:
It was reported the device's alarm keeps going off. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a faded line cord. The customer stated problem was duplicated. The micro switch is bent and won't recognize anything attached. The device is not needed and will be scrapped. The cause of the reported problem was traced to the user of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously. No lot or serial numbers were communicated; d4: device expiration date and h4: device manufacturing date are not available.

Event description:
Additional information received via email on 20-dec-2022. The event occurred before patient use on initial set-up.